Manufacturer narrative:
The device was returned and evaluated. And the customers¿ allegations were not confirmed. Additional findings other than the foreign material previously mentioned are as follows: the light guide snake tube had wrinkles, the scope connector, light guide lens, objective lens, image guide snake tube all had a scratch, the probe was damaged, there was angle play, and switch three and the control part all had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the forceps get caught during insertion and removal of the evis lucera ultrasound gastrovideoscope. No patient harm was reported. The device was returned and evaluated, and there was foreign matter attached to the forceps base. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to insufficient cleaning performed by the facility. It was determined, that the suggested phenomenon might be prevented by following these descriptions: [instructions evis lucera ultrasound gastro videoscope olympus, gf type uct260]: chapter 6: compatible reprocessing methods and chemical agents; chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.